Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly was noted. No further tests could be performed due to unresponsive button. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 230 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer mentioned the received a failed battery test and a battery-out alarm as well. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.